Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed high thresholds due to a dislodgement. The patient was seen for a revision procedure where the lead was attempted to be repositioned. During this attempt, the helix was not able to be re-deployed. It was reported that the physician heard a snap sound. The lead was explanted; the lead was reported to be returned. There were no additional adverse patient effects reported.